Event description:
Patient was diagnosed with diverticulitis. PICC line was placed on 06/01 via the right arm. Patient had symptoms of ecchymosis, red, tender arm. 2 days late. An ultrasound discontinued on the following day. Patient was treated with levofloxin.